Event description:
A metal stent was to be used for therapeutic purposes. They began the procedure and the guidewire was placed post dilatation. The physician attempted but was unable to pass the delivery system through the stricture although a cre balloon had been used prior to the procedure for dilatation. He then removed the stent delivery device completely from the pt. The balloon was reinserted to dilate the stricture. The scope was then reinserted into the stricture. At that point, another physician stated that fluoroscopy indicated that the scope did not look like it was in the correct location and as a result, the scope was removed. The pt began experiencing difficulties breathing and CPR was performed. The pt had metastatic cancer of the esophagus and later expired. It was determined that the esophagus had been perforated as a result of the cre balloon dilatation.